Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient's weight is (B)(6) rather than blank.

Event description:
New information received states that the patient's condition was good prior and after the follow-up. The patient weight was also provided.

Event description:
It was reported that the patient presented in clinic during follow up in backup vvi mode. A device download was successful; the device resumed normal function. No additional information was available.